Event description:
The granddaughter reported that her grandmother did back to back blood glucose tests, with 10 mins, using separate fingersticks and got results of 244 and 401 mg/dl. There was no symptoms. The rptr's grandmother, who has visual problems, was using code 9 strips and the meter was set to code 11. Rptr did not have any control solution for testing, but on follow-up reported that she had tested her grandmother's meter and test was in range.